Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting spark was observed on the insulation part of the maryland bipolar forceps instrument tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and the electrical continuity test. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are typically attributed to mishandling/misuse, for example by inadvertent energy application from a monopolar instrument. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting spark was observed on the insulation part of the maryland bipolar forceps instrument tip, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the maryland bipolar forceps instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer noticed spark on the insulation part of the maryland bipolar forceps instrument tip. There was no tissue burn. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that arcing was observed between the instrument jaws while dissecting and it originated from the subject instrument. Thermal damage was noted on the instrument after the arcing event. The instrument was connected properly and was in used with the monopolar curved scissors (mcs) and prograsp forceps instruments. Additionally, the instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument and the instrument tips did not collide with any other instrument or tool during procedure. The customer used the bipolar energy instrument with the erbe, and the settings were 2 for cut, 3 for coagulate and 4 for bipolar. The procedure was delayed for about 20 minutes with no report of patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was no report of fragment(s) falling inside the patient.